Manufacturer narrative:
The device was inspected by an olympus representative, field service engineer and the reported failure was confirmed. Based on the results of the investigation a root cause could not be identified for this failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no detectable video signal. The event was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correction in h11 section. Updated fields: h2 corrected fields: h3, h11 the field service engineer performed troubleshooting and replaced the endoscope connector. The problem persisted and the issue was not resolved. A borrower unit was requested, and the device was sent for repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.